Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "no load set" was not reproduced. A service history review revealed the device has been serviced within the last 12 months. The current issue does not appear as a repeat service event. The direct cause of the current issue was not serviced in the last return cycle. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be the faulty lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't alarm for open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.